Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007 the trauma patient was treated with the gore tag thoracic endoprosthesis. Four days later, the patient presented with decreased lower extremity blood pressure and stopped making urine. An angiogram showed the proximal end of tag device was infolded and at the inner curve of aortic arch, the tag device was pinched. Blood flow through tag device was significantly impeded. Physician inflated a boston scientific 14 x 4 balloon at center of pinched area, only to see it re-collapse. Physician performed an axillary to femoral artery bypass in order to re-establish blood flow to lower extremities. This was successful and the patient had full renal function at the end of the procedure. Seven days later, a 40 x 10 palmaz stent was implanted at the very proximal end of the tag device, ballooned with a z-med 26x2, z-med 28x2, and a cook 40mm occlusion balloon. An angiogram was performed and showed the tag device to be widely patent. Patient was transferred to the ICU in stable condition.